Event description:
It was reported that about a week post implant, the right ventricular (rv) lead dislodged resulting in increased thresholds and decreased sensing. During the lead revision it appeared that the device had migrated slightly and removed the existing slack in the lead. The lead was repositioned. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).